Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All information was investigated, and a cause for the reported positioning failure associated with leaflet grasping and difficult to remove from the anatomy (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury (chordal rupture) appears to be related to difficulty removing the clip from anatomy and is therefore related to procedural conditions. Tissue damage/injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+, a restricted posterior, and a flail. It was noted that imaging was difficult. The ntw clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. While retracting the clip back into the left atrium, a chordal rupture was observed. It was noted that the clip was caught in the chordae. The physician decided to remove the clip and replace it with an xtw clip. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and the procedure was discontinued. Mr remained at a grade of 4+. There was no clinically significant delay in the procedure.